Event description:
It was reported by the customer that during a routine check-up the cs300 intra-aortic balloon pump (iabp) exhibited maintenance intervention code 7. No patient involvement. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported verification of the reported problem. Removal of the covers, device and cleaning of cooling air flow inlet grilles for power supply adjustment was conducted. The fse reassembled the device and performed functional diagnostic tests. Operational tests were performed with positive results.